Event description:
On (B)(6) 2011, the pt was being treated for an abdominal aortic aneurysm when it was reported that the gore 18fr dry seal sheath could not be advanced to the desired location due to small arteries that were highly calcified. The physician tried to bareback a gore excluder aaa endoprosthesis featuring c3 device and was unable to gain access. The decision was made to covert the pt to an open repair to treat the aneurysm. The pt tolerated the procedure. It was reported that the pt's femoral arteries were 6.9mm and highly calcified. The pt's external iliac arteries were 6.3mm.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Per the gore dry seal sheath instructions for use, adequate vessel access is required to introduce the sheath into the vasculature. Careful eval of vessel size, anatomy tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the pt, including death, may result. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the pt, including death, may result.